Event description:
Reportedly, surgeon implanted valve in 2005, and explanted valve in the same day. (Implant duration of 0.1 months), because pt had 3 + ai after implant.

Manufacturer narrative:
Device not returned.